Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem and trunnion wear after patient experienced "a tremendous amount" of pain after standing from a seated position. The head and stem were revised. The devices are allegedly available for return and the rep provided the primary operative report. Rep confirmed that no further information will be available.

Manufacturer narrative:
An event regarding disassociation involving an lfit v40 cocr head that was mated with an accolade stem was reported. Material analysis of the returned devices confirmed the loss of taper lock between the femoral head and stem. Method & results: -product evaluation and results: visual inspection of the returned device noted the following: discoloration was observed on the articulating surface and was further analyzed with the use of a scanning electron microscope sem. Damage and debris were observed on the outer distal rim consistent with impingement. Damage and similar debris were observed on the taper consistent with contact against the stem trunnion material analysis of the returned device noted the following: damage consistent with the implantation/explantation process was observed on the stem neck and main body. Damage consistent with loss of taper lock was observed on the stem trunnion. Evidence of impingement from the stem was observed on the distal rim of the head. Discoloration was observed on the articulating surface of the head and the source was unable to be determined. Debris was observed on the taper of the head consistent with the base material, material transfer from the stem, an oxide, and a biological material. Elemental analysis confirmed that the base material of the head is consistent with an astm f1537 and the stem is consistent with an astm f1813 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem and trunnion wear after patient experienced "a tremendous amount" of pain after standing from a seated position. The head and stem were revised. The devices are allegedly available for return and the rep provided the primary operative report. Rep confirmed that no further information will be available.